Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and normal function resumed. The patient would be monitored.

Manufacturer narrative:
(B)(6).